Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. Known conditions resulting in flow from the primary container during a secondary infusion segment include an inadequate height differential between the primary and the secondary IV containers, or a high flow rate (typically above 300 ml/hr). The spectrum operators manual recommends the primary IV container be placed 20 inches below the secondary IV container to provide a gravity advantage that allows flow from the secondary IV container only, and warns the user of the possibility of primary IV container siphoning with flow rates above 300 ml/hr. At this time, the date of event is unk.

Event description:
It was reported that during pump controlled secondary infusions, medication is delivered from the primary and secondary containers simultaneously (medication, programmed amount and delivery rate unk). The customer has stated that when the secondary container is 100 ml, approximately 80 ml of fluid is delivered and 20 ml is delivered from the primary container. It was also reported that there was no pt injury.